Event description:
Pumps were either infusing or on hold and suddenly would alarm without any warning. The staff was unable to shut off the alarms. Per the b. Braun representative, this type of alarming has been filed previously as pir's even though it doesn't qualify as pir via the checklist. Little to no detailed info was provided on the individual pumps. No info on medications infusing or infusion rates. No patient injury. After further f/u with the reporter, it was confirmed there were no patient injuries associated with the event.

Manufacturer narrative:
Investigation results: per the log review, the reported complaint was confirmed for the pump being placed on hold and becoming unresponsive. The reported event could not be duplicated. Review of the log displayed on (b)(64 )2013 at 9:08:00pm the pump was set to infuse 235ml at a rate of 3.8ml/hr. The infusion was stopped and placed on hold on (B)(6) 2013 at 1:10:00am. The pump infused 15.4ml and the volume infused relative to the infusion time was 100% accurate. The log displayed a system alarm 75 on (B)(6) 2013 at 9:24:23am. The pump turned off and was powered back on. At 9:24:28am there was a system alarm 123 indicating the battery had been disconnected. Volumetric testing: duplicated customer run of 3.8ml/hr with a volume of 235ml up to 219.6ml. Epinephrine was selected from the drug library. The pump was placed on hold for 24 hours with active wireless and results did not display any errors. The cause of the event is unknown. Corrective any preventative action ((B)(4)) has been initiated. Performed preventative maintenance service.